Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection. It was reported that intra-operatively, the surgeon was unable to navigate the scope. A manufacturer representative was present and noted that the surgeon had the scope head at a very steep angle. The representative had the site move the angle to a better placement with no change. The representative had the site flatten the clear cover to make the led's more visible with no change. The site opted to use a scope probe instead. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was no reported surgical delay due to this issue.